Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. The device history records for all combinations of devices (sk12) intended to be implanted were reviewed (B)(4) and no issues were identified during the manufacture and release of the device that could have contributed to the problem reported. Based on the information provided, all hardware was removed in a revision surgery due to irritation. Upon hardware removal the physician indicated the source of the irritation was from non-tmc hardware. As a precaution the physician decided to remove all tmc hardware to prevent any further irritation, however there was no fault with the tmc hardware nor was it a determining factor for performing the revision surgery. It should be noted that the lapidus using the tmc hardware was fully fused and healed. The most likely cause of the irritation is due to the non-tmc hardware. The company will supplement the MDR as necessary and appropriate.

Event description:
After an osteotomy and bunion surgery was completed on (B)(6)2016, non-tmc hardware used for the osteotomy was removed in a revision surgery on (B)(6)2017 due to irritation. Upon hardware removal, as a precaution the surgeon removed all tmc hardware (sk-12) to prevent any further irritation. The bones using the tmc hardware were fully fused and healed.